Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had leak in it. The blood glucose was 271 mg/dl at the time of the incident. Customer stated that, the location of the leak was at past 2nd o rings. The device will not be returned for analysis.